Manufacturer narrative:
Device was not returned to confirm a malfunction occurred.

Event description:
A consumer reported that a protective clean power toothbrush caught on fire. No injury or property damage was reported. This could cause or contribute to serious injury of it were to reoccur.